Event description:
It was reported that the patient expired in his sleep at home. The patient went to sleep with no complaints. His last clinical follow-up showed the patient was stable and the device was working as expected. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. There was no autopsy and the device was interred with the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.